Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constantly alarming downstream occlusion' which was reproduced during evaluation by troubleshooting the device. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion. The user tried cleaning device and tried different sets, fault remained. There was no patient involvement. No additional information is available.